Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported from etv clinical study, approximately 5 years and 1 month post tavr with a 26mm sapien 3 valve in the aortic position a transesophageal echocardiogram showed moderate to severe aortic regurgitation of a 26mm sapien 3 valve. There is a plan for future cta at the valve clinic. Per medical record review, the patient has central regurgitation and paravalvular leak.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''post-implantation - central regurgitation'' and ''post-implantation - paravalvular leak'' were confirmed based on provided medical records. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''tee (B)(6)2023 showed moderate to severe aortic regurgitation of a sapien 3 valve. Per medical record review, the patient has central regurgitation and paravalvular leak''. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). Review of medical record confirmed that patient had a history of dyslipidemia and hyperlipidemia, which are known to increase the risk of bioprosthetic tissue calcification. Calcified leaflets can in turn impact the thv function by interfering with proper coaptation (e.g., due to thickening), resulting in central regurgitation. As such, available information suggests that patient factors (dyslipidemia, hyperlipidemia) may have contributed to the reported central regurgitation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It is possible that pvl was caused by cardiac remodeling over the time, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the reported paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.